Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Physician reported during intraocular lens (iol) implant procedure, the surgeon noticed that the posterior haptic of the intraocular lens was presumably damaged (cut) by the plunger of the company injector during implantation. It was stated the damaged iol was cut and removed and a similar iol was implanted the following day without any complications. Additional information has been requested.